Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during transection of the lobar bronchus in an open lobectomy, the device was able to fire, but there was no snapping sound from the handle. The staple line did not hold after firing, so the surgeon had to hand sew the lobar bronchus to achieve hemostasis. The handle was able to work fine with other reloads.